Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and no delivery alarms from the insulin pump. The customer stated that he was hospitalized due to diabetic ketoacidosis. The customer had symptoms such as nausea, vomiting, and difficulty breathing. The customer stated that he changed out the cannula and tubing a few times and there is a blockage in the pathway. The customer stated that he received a no delivery alarm that sent him to the hospital due to the pump not delivering insulin. The customer did not want to return the set and reservoir for analysis.